Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within the ECG electrode and pierced the brown (lead 1-) and orange (lead 2-) wires. The root cause for the migrated wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the electrode belt was causing arrhythmia alarms and adjust belt messages.